Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 65 mg/dl that was trending upward and called to ask whether to announce for a meal; the agent advised waiting until glucose returned to a more comfortable range and the user agreed. Symptoms included lightheadedness without severe manifestations. Outcomes included self-treatment with oral glucose and no alerts or alarms, no hospitalization, and completion of troubleshooting and education. Investigation included a review of reported use and counseling on hypoglycemia management. Investigation of this case revealed no device malfunction reported or observed and no component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence